Event description:
It was reported that in tka case, when attempting to place the 5 in 1 block using journey ii bcs the surgeon placed the plane checker in the anterior plane and noticed that the angulation was off be 4 degrees and it was 1.6 mm proud. Doctor pinned it and made the cut but the knee was tight in extension which it was not prior to the case. Compensated for the tightness performing releases.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment. DHR review found that the software version has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for the user in the "recovery procedure guidelines" section. We could confirm there was a relationship established between the reported event and the device. The log files and case screenshots were evaluated. Review of the returned case screenshots found that screenshots were not manually taken during the plane visualization screens. Therefore we cannot confirm that the plane was off as reported. The screenshots showed that when cutting the femur, the holes for the cut block were not completely drilled and still showed green portions to cut. Therefore, when the cut block was inserted, it could not be fully inserted into the holes and therefore could have caused a discrepancy. It is recommended for the user to switch to the 2mm bur in order to fully drill the hole, however the case screenshots show that the 5mm cylindrical bur was selected at the beginning of the case and was not changed. If the post holes are not completely drilled out and the 2 holes for the cut guide are not prepared as recommended, that could lead to the cut guide not being flat against the bone surface and it would not be in the right position. Some other possible sources for the discrepancy could be that the handpiece tracker was not completely tightened and moved or that the incorrect cut guide size was used. This was a preventable issue. The malfunction was due to a user error.